Event description:
Video assisted thoracic surgery: "the fired clip did not completely closed and caused patient bleeding. The surgeon the converted to a "open" procedure. This event caused the patient more blood loss and a large surgical incision." Pt status: patient was not harmed. Pt incurred a larger surgeon incision than needed and more blood loss.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.